Manufacturer narrative:
The technician found a faulty CPR valve. The CPR was still working. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head of the bed is drifting slowly.